Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level ranges from 200 mg/dl to 450 mg/dl. The customer also reported other blood glucose level such as 100 mg/dl and 130 mg/dl. The customer was declined to troubleshoot for high blood glucose level. The customer also reported that the insulin pump had partial display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.